Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of occipital neuralgia. It was reported that the ins ¿hasn¿t worked in 10 years¿ and the doctor was ¿probably¿ going to take it out. No symptoms or complications were reported.